Event description:
When attempting to remove the clip applier from the port, was difficult because one side of the jaw was displaced. Manufacturer response for endo clip iii, endo clip iii (per site reporter): manufacturer provided rga# and shipping container for product return evaluation.